Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the lot and date labelling was missing, the clamp was damaged, and the fill port was cut. Two broken pieces were also observed inside the clamp. Functional testing was performed, and it was noted that there was a leak at the cut fill port under the damaged clamp not fully closed. The reported condition was verified. The cause of the reported condition could not be determined; however, the likely cause leading to the damage clamp was the resin properties of the clear clamp. The labeling issue of the missing lot number and date information print was possibly rubbed off from the leaking solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred earlier than (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the tubing where the clamp is located. The leak was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.